Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking after an unintended disconnection of an IV tubing from a non-carefusion/bd extension set. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking from the pump tubing that became disconnected was not confirmed. The set was visually inspected and no anomalies were observed. Functional testing was performed via pump and gravity infusions and there was no evidence of loosening or leaks. Pressure testing was performed and there were no signs of leaking anywhere on the set while the tubing was manipulated at each engagement. Dimensional testing was performed and the male luer was found to be within specification. The root cause for customer¿s report of leaking from pump tubing that became disconnected was not identified.